Event description:
A discordant advia centaur xp troponin ultra result was obtained on a patient sample. The result was reported to the clinician. The patient was admitted but not treated as they were not convinced clinically that it was a mi. A negative troponin result was obtained for the patient on a new sample drawn the next morning. There is no known adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the likely cause for the discordant troponin ultra result was due to a faulty wash aspiration block. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.